Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was emitting tones. Additional information was received that this crt-d was explanted due to normal battery depletion.